Manufacturer narrative:
Investigation description: complaint confirmed. The device stalled when attempting a motor rewind. The device was opened and the lead screw nut was found to have been twisted 45 degrees, resulting in the alignment tab colliding with the lead screw stop. It is unclear how the misalignment occurred.

Event description:
It was reported that the user awoke to a high blood glucose and discovered insulin had leaked into the pump chamber; upon changing the cartridge and tubing, the ilet displayed error 38 and repeatedly prompted restart without allowing rewind, consistent with a consecutive stalled motor alarm associated with the insulin delivery mechanism. Symptoms included hyperglycemia. Outcomes included device interruption requiring replacement of the pump. Investigation included review of the event details, guided troubleshooting, and assessment of cartridge handling and fill technique. Investigation of this case revealed repeated motor stalls with leakage into the cartridge chamber, with overfilling identified as the likely contributor to the stalled motor condition affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that user handling related to cartridge overfill was the probable cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.